Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. They replaced the positioning sensor unit (psu) with a polaris spectra system control unit (scu) and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the localizer was not connected. The site called technical services (ts) and the site said that the camera was green but the polaris spectra system control unit (scu) was blinking. Ts had the site disconnect the camera and the beeping/cycling continued. They checked the ndi toolbox and it showed required device not connected along with a camera communication fault. They swapped the cable and positioning sensor unit (psu) from the system and everything worked. No patient was present at the time of the event.